Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was no video in the right eye at the surgeon's console, with no text and icons visible. The user performed a power cycle on the system, but the issue persisted. Another power cycle and a cycle of the breaker on the console were performed, yet there was still no video, text, or icons in the right eye of the surgeon's console. The tse suggested that the user switch to another surgeon side console to continue with the procedure. The procedure outcome is unknown at the time of the report. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. The hrsv involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high-resolution stereo viewer (hrsv) to perform failure analysis. Fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed and tested on the printed circuit assembly (pca) test system. A blank screen was shown at power up. The root cause was attributed to a faulty hrsv monitor.